Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for hypercalcemia and began experiencing a driveline fault alarm on (B)(6) 2022. Log file review confirmed driveline power b faults. It was recommended that the controller and modular cable be replaced when the patient could tolerate a pump stop associated with the equipment swap. The controller and modular cable were returned for analysis, although it is unknown if the driveline fault alarms resolved. Related manufacturer's report for heartmate 3: 2916596-2022-01637.

Manufacturer narrative:
B1: adverse event was checked inadvertently. B2: hospitalization was checked inadvertently. Manufacturer's investigation conclusion: the reported driveline power fault alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6) was returned for analysis, a log file was downloaded, and a log file was submitted for review. The submitted and downloaded log files contained overlapping events spanning approximately 7 days (26feb2022 ¿ 04mar2022, 14mar2022). Events occurring on 14mar2022 are from product testing at abbott. From 04mar2022 at 08:12:02 until the driveline was disconnected there were driveline power fault alarms. There were no other notable alarms. Pump operation was not affected. The returned system controller was tested and passed all stages of testing. The system controller was able to operate on a mock loop with a test modular cable and the returned modular cable with no issues. The reported alarm was not reproduced. Multiple good faith efforts were sent asking if the cause of the driveline fault alarms was determined, for the lot number of the modular cable, and if the reported alarm resolved; however, to date no response has been received. The root cause of the reported event was unable to be determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.